Manufacturer narrative:
The device was returned to an approved service provider for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and power cycling, using a known good battery without duplicating the report. An internal inspection of the found no discrepancies. The device was recertified and returned to the customer. The battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.